Event description:
During screwing, the fixation screw of the ps-insert broke. The inlay was replaced with another one, but the final part of the screw remains into the tibial plateau, so the second insert was just clipped and not screwed. (B)(4).

Manufacturer narrative:
Document review: gmk primary pe postero stabilized tibial insert size 5, 14 mm: code 02.07.0514psf/ lot 121960 ((B)(4) items produced): all parameters were found to be in accordance with specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. From the data collected, we have no evidences that the problem is device related.